Event description:
The customer reported problems with 14ct micro-fine needles. 2 needles were loose on hub, causing the pe end are longer than normal. 4-5 needles clogged, patient was unable to push the liquid during injection. We understand from customer that customer felt the whole box of pen needles¿ outer covers were all difficulty to remove during use. Sample availability: yes. Sample availability details: physical sample available only.

Manufacturer narrative:
14 pen needles impacted from lot # 2097016. See medwatch completed section c form attached.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.